Event description:
General report received of programming errors. It was reported that there have been multiple undocumented cases of programming errors with the plum a+ devices. No specific details of any of the events were reported. The customer was unwilling to provide any additional information on the events, including patient specific information, whether the errors resulted in over or under-deliveries, or whether there were any adverse effects to patients.